Event description:
Report received of an underdelivery. The pump was programmed for pain management therapy, in the bolus only mode to deliver an unspecified concentration of fentanyl with a 25 mcg bolus dose. Remaining pump programming parameters were unspecified. After an unspecified length of time the bolus dose was reportedly increased to 50mcg because the pt reported inadequate pain relief. After an unspecified length of time the nurse reported, "the pump display indicated 28ml had infused, but the syringe was full." The pump was removed from clinical service and therapy resumed using a replacement from clinical service and therapy resumed using a replacement pump. There were no reported adverse pt sequelae. Though requested, no additional information was provided.